Event description:
Upon removal of the device, the physician noticed that the elements at the distal tip were flared.

Manufacturer narrative:
Pt info is not available. Attempts to obtain pt info has not been successful. The angiosculpt was returned for lab analysis. Visual evaluation confirmed the distal bond peeled and lifted away. The angiosculpt was inflated to 8 atm with no issues. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed at a possible adverse effect of the procedure.